Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device and a guidewire were returned. Visual, optical and photographic examination revealed no anomalies to the subject device and returned guidewire. The guidewire moved freely in the balloon catheter. Blood was noted exiting the distal end of the balloon, but the balloon was able to be inflated and hold its shape, with no leaks or abnormalities noted to the inflated balloon. There were no issues with deflation. The reported balloon issue was unable to be confirmed because returned device evaluation showed no evidence of the alleged issue and no defects which could have caused or contributed to the alleged issue. Because the reported dissection and neurological deficit/complications are known physiological effects of the procedure and patient condition noted with the directions for use and/or device labeling, the reported dissection and neurological deficit/complications are anticipated procedural complications.

Manufacturer narrative:
The subject device was not returned.

Event description:
It was reported a case of an acute sub-arachnoid bleed due to a ruptured anterior communicating artery aneurysm. The balloon (subject device) was prepared and navigated to the target vessel. Upon inflation of the balloon, a rupture of the left a1 vessel was observed. The physician indicated the balloon abnormally bulged on the distal portion, causing the rupture. A second balloon was used to limit further bleeding. The patient was clipped in the operating room and is now in intensive care. The patient regained consciousness but is still intubated. The patient is in intensive care with neurologic deficit.

Event description:
It was reported a case of an acute sub-arachnoid bleed due to a ruptured anterior communicating artery aneurysm. The balloon (subject device) was prepared and navigated to the target vessel. Upon inflation of the balloon, a rupture of the left a1 vessel was observed. The physician indicated the balloon abnormally bulged, causing the rupture. A second balloon was used to limit further bleeding. The patient was clipped in the operating room and is now in intensive care. The patient regained consciousness but is still intubated.